Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) got infected and everything was explanted. It was reported that the system was explanted. It was noted that there was no alleged product issue with the lead or extensions. It was noted that the implantable neurostimulator (ins) got infected. It was noted that there were no other symptoms associated with the event and the patient was alive with no injury at the time of the report.